Event description:
The customer reported that gastrointestinal videoscope exhibited a burned distal end. The issue was identified during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.